Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user stopped using the ilet because they had multiple site issues on vacation, sensor issues, the tubing is too short, and they had a hyperglycemic episode of 400 mg/dl blood glucose (bg). The user did not like that they cannot get more insulin when announcing meals. The user used back up therapy to address the high bg. No further intervention was required.